Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl and a high blood glucose level of 600 mg/dl. She treated her low blood glucose level by drinking juice. The customer disconnected from the insulin pump and took manual injections because her high blood glucose levels were not coming down. Her blood glucose levels went back up when she started to use her insulin pump again. She also received multiple no delivery alarms. The product was returned. Nothing further to report.